Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The deployment issue and stent elongation were not confirmed as the stent was not returned and remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral and popliteal arteries. The supera stent delivery system (sds) was advanced to the lesion without resistance felt. Deployment of the stent was initiated; however, the stent implant did not fully release from the delivery system. The delivery system was moved back and forth a couple of times and the stent released from the system. This resulted in elongation of the stent implant at the proximal end; however, the stent was in the target lesion and the result was good. No adverse patient effects reported. There was no clinically significant delay in the procedure reported. No additional information was provided.